Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, no response from any button. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and issue was not resolved. Self-test and displacement test were performed on the pump, and both passed successfully. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a frozen display showing a medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen display. Unable to confirm keypad anomaly due to frozen screen. Unable to download history files and traces using thump and carelink due to frozen display (medtronic logo). Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay and cracked belt clip rails. Frozen display was confirmed during analysis due to moisture damage on the electronic stack. Pump failed to download history files and traces due to frozen screen. Unable to confirm keypad/button unresponsive due to frozen screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.